Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted 32 months post implant due to an inability to establish telemetry with the device. A new ICD was successfully implanted.